Manufacturer narrative:
Submit date: 4/30/2018. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states: tip of the syringe warped/damaged.

Manufacturer narrative:
Submission date: (B)(6) 2018. An investigation was performed for the reported customer complaint: ¿the customer states: tip of the syringe warped/damaged.¿ a review of the device history records (DHR) for reported lot number 802925x indicates product and specification requirements were met with no non-conforming product identified relating to this customer report. A lot cannot be released unless it passes all quality and conformance requirements. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. One (1) sample was returned for evaluation. Visual inspection observed the syringe was packaged in a blister pack type of packaging containing one 20ml syringe. The syringe does contain a spot on the luer lock tip for an issue called skiving. Skiving is considered functional, but less than desired. The reported event was observed on the sample at the luer lock tip. There is not enough information to warrant further corrective action. These conditions have been communicated to the appropriate manufacturing and quality assurance personnel. The reported customer complaint is confirmed. A root cause could not be determined. This complaint will be utilized for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.